Event description:
A male patient contacted lifecor customer support to report that both of his battery packs are displaying the red "battery pack fault" led when placed on the battery charger. Support had the patient download and the download revealed "battery charger faults". Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick of the battery charger was defective. The power brick was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.